Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system had an issue where the application was not launching, and the screen remained black with the cursor visible in the upper-left corner. The device became unusable and went offline during an ongoing case. The customer stated that this malfunction occurred during dispensing the medication and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device station screen was completely black, and the software was not loading or displaying on the screen. A field service engineer (fse) inspected the station and found that the hard drive was damaged, preventing the application and windows desktop from launching on the station. The fse replaced the hard drive with a new one and reimaged the entire station. After reimaging, the date and time were updated, and the latest versions of remote support service (rss) and component manager were installed. The fse then completed a full data synchronization on the station to resolve application issues. Rss had to be re-downloaded onto a thumb drive due to file corruption from a previous attempt. The fse updated component manager and rss, ensuring the station was visible in rss, and tested a remote session to confirm successful login. Assistance from the technical support center (tsc) was required to fix the auto-launch issue for the user application, as initial setup attempts were unsuccessful. After tsc intervention, the application launched correctly. The station was rebooted and tested multiple times to confirm proper functionality without delays. The reimage was completed, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.